Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: a review of the black box data showed evidence of short battery life with a sudden voltage drop leading to a replace battery alarm. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery canister and the pump failed a leak test at the battery compartment. The returned battery cap was undamaged and was able to securely tighten on to the pump. The pump successfully completed the ez prime steps. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing.